Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation and cpu power supply voltages were checked and both video monitors were replaced. The celeron single board computer and the hard disk drive were replaced and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 2800 system monitors were not working correctly and intermittently displayed "ghost images."